Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'gas blender failure' message. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. Please disregard the previously submitted medwatch for this complaint. During laboratory analysis, the product surveillance technician (pst) found that the oxygen (o2) sensor cartridge had exceeded 100,000 o2 percent hours which prompted the 'service gas system alert' message. The pst installed a lab-use only (luo) o2 sensor cartridge into the customer's electronic patient gas system (epgs) and reset o2 percent hours. The pst successfully calibrated and performed verification/release testing on the epgs. The message appeared as expected by the device and there was no malfunction in the intended performance of the device. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.